Event description:
End user called for assistance using the device. It was discovered that the device was out of calbration, even after cleaning. The device was replaced and the defective one returned for investigation.